Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of over 600 mg/dl with large ketones and diabetic ketoacidosis symptoms. The customer was subsequently hospitalized. The cause of the elevated bg level was unknown. Reportedly, the customer was treated with fluids and the customer was released from the hospital on (B)(6) 2017.